Event description:
The customer reported that during a shift check the paddles failed to deliver shock message with an error code 90008. There was no negative pt impact reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.